Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not close the transfer set prior to disconnecting from therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting from the cycler. It guides the user to close the transfer set prior to disconnecting from the patient line. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a disposable cassette was leaking during initial drain of peritoneal dialysis therapy. The patient stated they were connected to therapy and tried to reprime, but the homechoice went to the initial drain. The patient stated they closed the patient line clamp. The technical service representative (tsr) instructed the patient to close all the clamps and disconnect aseptically. The patient stated fluid was coming out. The patient stated they closed the transfer set after trying to disconnect from therapy. The tsr advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.